Event description:
It was reported that the recently re-implanted vns patient developed a (B)(6) infection at the neck incision site. The incision had opened following implant surgery and the lead was extruding from the patient¿s neck. No known surgical interventions have occurred to date. Review of the manufacturer device history records confirmed sterilization was performed for both the generator and lead prior to distribution. The patient had previously developed an infection at the generator site which was reported in manufacturer report # 1644487-2015-03928.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.